Manufacturer narrative:
Identifying information of the part, such as the part number and lot number of the device was not reported to paragon 28. Case information including the surgery date(s) was not provided by the initial reporter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a plantargrade surgical procedure that utilized a paragon 28 screw to address a dislocated midfoot and two fractured bones within the foot. The patient was non-compliant post-operatively and was weight-bearing before the surgeon's recommendation. The screw broke. A revision surgery occurred to remove the broken screw.